Event description:
The customer's father reported that the customer had a leaky reservoir. The customer's father stated that the customer had very high blood glucose levels and that the mother had treated the customer with a 2.5 unit injection of insulin by needle. Then customer's father stated that the customer's mother disconnected the insulin pump and the infusion set to do a manual 2.5 unit bolus. The customer's father further stated that when nothing came out from the prime, the customer's mother tried again and then noticed insulin leaking at the connection of the reservoir and the infusion set. The customer's father also added that changing the infusion set resolved the problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.